Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicator advisory, believed their device was emitting beep tones. It was determined to have triggered elective replacement indicator (eri) and currently has a monitoring voltage of 2.54 volts and charge time measurements of 17.7 seconds. Technical services (ts) discussed extended charge time measurements and indicated that this device must have gotten 2 charge time readings above the 18.9 seconds and then a capacitor reformation produced charge time measurement of 17.7 seconds. No adverse patient effects were reported. Additional information from the local field representative indicated that the device did not trigger eri due to charge time measurements; however, the physician was uncomfortable with the charge time measurements. The device was explanted and replaced with a competitor's product.

Manufacturer narrative:
(B)(4). Additional information was received stating this patient had passed away due to unspecified causes three years following the initial observations. One year later, the device was returned for routine testing. Review of the memory noted that tachy mode was turned off on (B)(6) 2010 and that the impedances all measured out of range on that day, indicating this was the date of explant. It was confirmed that end of life (eol) was declared after device explant and the device did not have a shortened elective replacement indicator (eri) to eol interval while implanted. A longevity calculation was performed which noted a lifetime longevity of 110%. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.